Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 the following findings: during investigation, the pump was returned with the ok not responsive. The rest of the buttons were responsive to user presses. The plastic cover was removed and there was contamination found under all the key contacts. The ok button had a contact defect. The contact was inverted. The display was found to be dim and discolored and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum, crackled battery compartment and contamination under the buttons. This report is made based on results of investigation completed on 15-aug-2019.